Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2019, while in her home sitting in a rest position, patient felt a sudden pain in the hip with associated functional impotence. The following day she was taken to the faggiana orthopedic institute and underwent a visit and radiological examination: the ? Prosthetic stem breakage at the proximal third ?. (Right leg) patient was therefore forced to undergo a new arthroplasty revision surgery on the right femoral stem with metal osteosynthesis with cerclage on (B)(6) 2019. The operation was followed by a long hospitalization that lasted until (B)(6) 2019 due to the onset of persistent fever. Following her discharge, patient was forced to undergo further hospitalizations for three episodes of dislocation of the right hip prosthesis. Patient has completely lost the ability to walk, if not for short stretches and with the help of a walker and a person to help her.

Event description:
Allegedly,on (B)(6) 2019, while in her home sitting in a rest position, patient felt a sudden pain in the hip with associated functional impotence. The following day she was taken to the faggiana orthopedic institute and underwent a visit and radiological examination: the ? Prosthetic stem breakage at the proximal third ?. (Right leg). Patient was therefore forced to undergo a new arthroplasty revision surgery on the right femoral stem with metal osteosynthesis with cerclage on (B)(6) 2019. The operation was followed by a long hospitalization that lasted until (B)(6) 2019 due to the onset of persistent fever. Following her discharge, patient was forced to undergo further hospitalizations for three episodes of dislocation of the right hip prosthesis. Patient has completely lost the ability to walk, if not for short stretches and with the help of a walker and a person to help her. After further review of this event, reliability engineering has been able to determine on (B)(6) 2022 that the cup, liner and head are not mpo products.